Manufacturer narrative:
(B)(4).

Event description:
It was reported " the balloon broken after catheter insertion 2 days". To continue therapy, another catheter was inserted using the same insertion site. No patient injury or consequence reported. The patient's current condition reported as "fine".

Event description:
It was reported, "the balloon broken after catheter insertion 2 days". To continue therapy, another catheter was inserted using the same insertion site. No patient injury or consequence reported. The patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "balloon broken" is confirmed based on visual inspection of the returned sample. Blood was confirmed present within the helium pathway. During the investigation, a leak site was unable to be located. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.